Manufacturer narrative:
(B)(4). The reported seizure and neurological deficit/dysfunction are known adverse events as listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that about 2 hours post successful stent implantation in the left internal carotid artery, the patient experienced decreased level of consciousness, aphasia, right arm weakness, inattention and agitation. IV heparin was given. Hyperperfusion syndrome was diagnosed and the patient was aggressively treated for blood pressure control. The next day, the patient had 2 episodes of seizure with associated transient fever, preceded with shortness of breath. Intubation was performed for airway protection and possible congestive heart failure. IV lasix, nitroglycerin and dilantin were given and there was no recurrence of seizures. Mannitol and decadron were given to decrease left brain edema. Repeat CT of brain showed no evidence of bleeding or ischemia. The patient was discharged to home 4 days post-procedure. At the time of discharge, slight arm weakness continued. Though requested, no additional information was provided.